Event description:
Caller reported damage to the pump housing, specifically at the usb port and pins, which affected their ability to charge the pump, though the pump did not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement under warranty and provided instructions on returning the damaged pump, which the caller acknowledged and understood. The customer planned to continue using the current pump in the meantime.